Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Dissection of cs, not sure origin was the balloon, the wire (glide) or the selectra outer catheter. Would typically suspect the balloon, but the way the dissection presented, it is unclear what the dissection was from. Patient was stable, no adverse events. Patient did not have any viable branches, and though the lv lead was inserted, we could not place into a branch. Physician closed, and maintained current dual chamber system. Should additional information become available, this report will become available.